Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that during the index procedure when the stent graft limb etlw1624c124ej was deployed, the internal iliac artery was covered. As retrograde blood flow was confirmed at the time of the final imaging, it was judged that there was collateral blood circulation and no further treatment was carried out. As per the physician, the cause of the event was patient vessel morphology and user error. There were too much thrombus and the device could not be pushed up as much as expected. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.